Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: g1. A getinge field service engineer (fse) was dispatched to evaluated the issue. The fse checked the internal parts of the machine, but did not find any sign of blood ingress. The unit passed all manifold tests performed. It was also confirmed that the balloon pumping using the unit was functioning normal without signs of blood. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a balloon rupture and the machine was exchanged to be checked for any blood ingress. There was no patient harm reported.